Event description:
Litigation papers allege: suffers from a number of different complaints including left hip pain that has spread to his lower back and his hip implant feels loose. He is unable to lay on the implant hip, has problmes driving, sitting for a long periods and can only walk for a limited period of time. Due to the pain, patient cannot extend his hip and has required a shot from his pain managment doctor for relief. He also suffers from elevated chromium and cobalt levels in his blood. (B)(6) 2011, plaintiff fact sheet received, part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
After review of medical records the patient was revised due to mechanical hardware failure secondary to mom resulting to pain, pseudotumor and elevated cobalt and chromium levels. Operative note reported evidence of pseudotumor along the trochanteric bursa, metallic debris along the synovium with hypertrophic synovium and black discoloration along the femoral neck.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.